Event description:
The user facility reported that device failed to alarm 'check tubing placement' as expected during bio-med testing. There was no pt involvement. No other info is available.

Manufacturer narrative:
The reported condition, failed to alarm 'check tubing placement' was unable to be confirmed during baxter's evaluation. The device was, however, upgraded to maple and returned to the customer. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.